Event description:
An endurant stent graft system was implanted in a pt for the endovascular treatment of a pre-operative ruptured abdominal aortic aneurysm that was 10 cm in diameter approx one month ago. Vessel morphology was reported as the aortic neck had circumferential calcification, some angulation, and short at about 10 mm in length, and was 25 - 26 mm in diameter at the renal arteries and then 30 mm to 31 mm in diameter above the aneurysm. The iliac arteries had some tortuosity and unremarkable calcification. The left renal artery was the lower of the two renal arteries and had a 6 mm diameter ostium. An endurant bifurcated stent graft (ref MFR# 2953200-2011-01160) landed as planned, but due to the aortic neck anatomy, a proximal type I endoleak was seen. A talent abdominal cuff (ref MFR# 2953200-2011-01161) was then placed proximally with part of its fabric intentionally partially covering the left renal ostium to obtain a good seal. Both renal arteries had good perfusion, and the endoleak resolved. The pt had a large amount of blood in the abdomen due to the rupture. No add'l clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results: (endoleak), (circumferential calcification, some angulation, and short aortic neck), (treatment of a pre-operative ruptured abdominal aortic aneurysm). Conclusion: circumferential calcification, some angulation, and short aortic neck), (treatment of a pre-operative ruptured abdominal aortic aneurysm).